Manufacturer narrative:
Quality controls data was reviewed and within acceptable ranges on the date of the event. The field service engineer (fse) visited the facility and examined the system. The fse found environmental debris in and around the sample cup and module. The cup and module were cleaned. Add'l preventive / scheduled maintenance was performed, a specific root cause of this event was not determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 of for add'l reportable events.

Event description:
The customer reported that erroneously low glucose result was generated by the unicel dxc 600i synchron access clinical system. The erroneous result was reported out of the lab. The attending physician questioned the validity of the result. The sample was retested on the lab's other dxc system and yielded a result consistent with the pts' condition. It is not known if there was any change to the pts' treatment or care, however, there is no report of any serious injury or need for medical intervention to prevent or preclude serious injury.